Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the triggers were jammed and the device would not run. It was further determined that the electric motor had no power, the triggers needed cleaning (wear on the components from use) and the markings on the housing were scratched off (tampering). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on components from use and tampering/user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during training, it was discovered that the small battery drive device was not working. The reporter stated that the device was used for training purposes only. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.